Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection did identify issues that could have contributed to the reported condition. Functional testing including leak testing, clear passage test, clamp function test and device to device interaction testing were performed. The sample was connected to solution bag/frangible and ran on the homechoice machine with alarms noted. The as determined cause was undetermined. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative had the patient close the clamps and the cycle power on the homechoice to clear the alarm. The technical service representative had the patient disconnect aseptically and press go to remove cassette. The alarm cleared and therapy ended. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.